Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product will be returned for evaluation.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The patient reported this is the third time the issue has occurred and he has elevated blood glucose of 250-315 mg/dl.